Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified external iliac artery. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for several seconds, the balloon ruptured vertically. The device was removed and the procedure was completed with a different device. No patient complications reported and the patient was in good condition.

Manufacturer narrative:
Initial reporter facility name: (B)(6).